Event description:
It was reported to patient services on 05/21/2011 that this rv lead caused a red alert for high impedances over 2000 ohms. Cannot reproduce noise on rv r/s channel with patient isometrics. There is a slight amount of noise on shock channel. Reports 2 nvst stored due to noise on sunday at 9:30a and 10:15a. Noise inhibits pacing for 2 secs. Patient is pacer dependant. Reports dm trend for rv impedance started getting out of spec. A month ago. Ts advised possible lead fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)